Event description:
It was reported that the insulin gauge was inaccurate and then a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. It was then reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy. Customer¿s blood glucose level was 304 - 355 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.